Event description:
The customer called for assistance with the bolus wizard feature. The customer also reported a crack on the case. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with severe damage and bleeding on the liquid crystal display window. The insulin pump also had a broken belt clip slot. Unable to test the bolus wizard due to damage on the liquid crystal display glass.